Event description:
Pt with a history of breast cancer recently noted that they had some leakage from the port site. Studies done at the end of the previous month showed no obvious malfunction or leak. Since the pt had just had the port changed 2 months ago, the surgeon decided it was best just to monitor the port. Since then, the pt has experienced more leakage and some edema at the site. Therefore, they were taken to surgery on event date for removal of the port and placement of a hickman catheter. The pt tolerated the procedure well and was discharged home the same day.